Event description:
The spouse of a patient using v-go 30 reported that the patient experienced two devices fall off during use. The device in question is not available for return to the manufacturer for evaluation.